Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported the illuminator bulb had expired with error 48246 several times during procedure. Fse confirmed this issue via system logs and replaced a new lamp module. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. The probable root cause is due to an expired illuminator bulb. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that the lamp was expired with error 48246. Tse guided the customer to replace the lamp, but they didn't have a backup lamp. The procedure was completed as planned with no reported injury.